Event description:
A customer reported that the t:slim x2 pump battery was not charging, experiencing intermittent issues over the past two weeks without specific dates. There was no adverse impact to the customer's blood glucose level. The charging cable and pump usb port showed no visible damage, and customer technical support advised the patient to call back when the issue recurs, which the patient acknowledged and understood.